Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: (B)(6) device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd precisionglide needle an adverse reaction occurred. The following information was provided by the initial reporter, translated from portuguese to english: customer contacted yesterday (10/31) claiming that three patients (babies) suffered an adverse reaction such as non-infectious anaphylactic shock, that is, a reaction due to something chemical. The institution opened a notification with the health surveillance. This is patient 1 of 3. Was there any harm to the patient? (Detail) the patients involved progressed to cardiorespiratory arrest requiring orotracheal intubation and advanced life support. Was there a need for medical and/or surgical intervention due to the event (imaging exams, surgery, medication administration, etc)? (Detail) the patients involved progressed to cardiorespiratory arrest requiring orotracheal intubation and advanced life support. They did not require surgery, but due to the severity they required advanced intensive care support. What medication was being administered? 10% glucose serum. There was also the use of saline solution 09% to wash the access. (The serum manufacturer was also notified and we followed the same evaluation process with this material)

Manufacturer narrative:
H6: investigation summary since no samples or photos displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h10

Event description:
It was reported while using bd precision glide needle an adverse reaction occurred. The following information was provided by the initial reporter, translated from portuguese to english: customer contacted yesterday (10/31) claiming that three patients (babies) suffered an adverse reaction such as non-infectious anaphylactic shock, that is, a reaction due to something chemical. The institution opened a notification with the health surveillance. This is patient 1 0f 3. ¿ was there any harm to the patient? (Detail) the patients involved progressed to cardiorespiratory arrest requiring orotracheal intubation and advanced life support. ¿ was there a need for medical and/or surgical intervention due to the event (imaging exams, surgery, medication administration, etc)? (Detail) the patients involved progressed to cardiorespiratory arrest requiring orotracheal intubation and advanced life support. They did not require surgery, but due to the severity they required advanced intensive care support. ¿ what medication was being administered? 10% glucose serum. There was also the use of saline solution 09% to wash the access. (The serum manufacturer was also notified and we followed the same evaluation process with this material)